Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menometrorrhagia, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered cystitis, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal) were added. New reporter and patient information were added. Historical drugs and lot number were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included dysmenorrhea, endometriosis, pelvic adhesions, fibroids and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menometrorrhagia, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet received. Other relevant history updated. Event: dysmenorrhea newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular periods, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included dysmenorrhea, endometriosis, pelvic adhesions and fibroids. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oophorectomy). Oophorectomy was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menometrorrhagia, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events were added: psychological or psychiatric problems condition: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular periods, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included dysmenorrhea, endometriosis, pelvic adhesions and fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menometrorrhagia, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered cystitis, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included dysmenorrhea, endometriosis, pelvic adhesions, fibroids and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection and dysmenorrhoea had resolved and the menometrorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included dysmenorrhea, endometriosis, pelvic adhesions, fibroids and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular menstruation"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications,unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and dysmenorrhoea had resolved and the menometrorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- event outcome of pain and bleeding updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy irregular menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total vaginal hysterectomy due to complications). At the time of the report, the pelvic pain, menometrorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.